Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24033. It was reported the patient was not receiving effective stimulation. X-rays confirmed the scs lead had migrated. It was also reported the patient had experienced a fall. Surgical intervention will take place to reposition the existing lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.